Event description:
It was reported that the patient presented to the emergency room after hearing an alert. It was determined that the right ventricular (rv) pacing impedance was below 200 ohms which had triggered the alert. It was further observed that the rv lead had become dislodged. It was planned to reposition the rv lead, however, it was noted that the helix mechanism of the lead seemed affected by the dislodgement, therefore, the physician requested a new lead to be implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The analyst noted that the lead integrity alert (lia) was triggered on 2014-(B)(6) due to rv tip to rv coil impedance of 190 ohms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that there was no tissue on the helix at time of analysis. (B)(4).